Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender system. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 gas blender alarmed repeatedly during setup. Investigation of the returned gas blender confirmed the reported issue. A defective mass flow controller for co2 caused the problem. The part was replaced. Testing, calibration and safety inspections were performed with no deviations. A review of the device history record did not find any concessions, deviations or non-conformities related to the reported failure. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group received a report that the s5 gas blender alarmed repeatedly during set up. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufacturers the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.